Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 25 occurred during the load process. The customer's blood glucose level was not impacted. The customer was able to reload the cartridge successfully and resume insulin delivery.